Event description:
It was reported that the lens would not open. It was noted that the daily activities of the patient was not significantly affected and that the patient has fully recovered. No further information was provided.

Manufacturer narrative:
Pt info: information unknown/ not provided. Implant date: unknown/ not provided. Explant date: unknown/ not provided. (B)(6). The intraocular lens (iol) is not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.